Event description:
Philips received a complaint on the suresigns vs4 indicating that the speaker defective. Good faith efforts were made to see if the speaker produced sound at time of event. It is unknown if the device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The following functional tests and communications were performed: multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. It was noted that a speaker was shipped to the customer, however multiple good faith efforts attempts have been conducted to gather more information but have been unsuccessful. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.